Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to noise seen during device extraction. No evidence of noise prior to device extraction. The lead was discarded after explant. Should additional information be received, this file will be updated.